Event description:
Malfunction: card reader issue. A user facility reported that after downloading a procedure to the system, they received a message that 0 procedures were left on the card. They removed and re-inserted the card and were able to continue. No patient/user harm was reported.

Manufacturer narrative:
Determination of root cause: assessment: during the on-site investigation, the territory manager (tm) was unable to duplicate a card reader issue. The tm noted that this system had the rev 1 card reader installed. To address this issue, the tm replaced the card reader with the newer rev 2 card reader, as a preventive measure, and successfully completed the system verification. Conclusion: based on the results of the investigation, the root cause was determined to be a faulty card reader. (B) (4). (B) (4). (B) (4).